Event description:
I am an insulin dependent type 1 diabetic. Endocrinologist prescribed medtronic 630g insulin pump and medtronic mini-med infusion sets, started using in (B)(6) 2017, had problems swapping infusion sets and went back on manual injections of insulin after a couple of weeks. Physician had me go back to insulin pump on (B)(6) 2017 using medtronic quickset infusion sets. Two days later after a night of nausea my blood sugar was up to 515 and my wife took me to ER at (B)(6). I was admitted and blood tests confirmed the ketoacidosis. Given insulin IV to bring blood sugar down. That night went into atrial fibrillation which docs said was triggered by acidosis. Given amiodarone, pentaprazol, and xeralto for afib. Discharged after 5 days and still taking these medications. Am back on manual insulin injections (tujeo and novolog) and feeling much better and getting good blood sugar readings. I have been instructed by physician and by medtronic and by ccs (dispensing agent) to return the pump and associated supplies including contour meter, to medtronic.